Manufacturer narrative:
The technician replaced the head up hydraulic solenoid and the hi/low foot down solenoid to repair the bed.

Event description:
Info received indicates the head up function is not working.